Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus was notified of an adverse event for a patient participating in the strive post market registry study. Strive is a single-arm, prospective, multi-center registry study to evaluate the long-term safety and effectiveness of the spiration valve system (svs) for the treatment of severe emphysema in a post-market setting. It was reported that the patient experienced respiratory failure that required mechanical ventilatory support for greater than 24 hours. Antibiotics were administered pre-emptively; however, no evidence of pneumonia was identified on chest x-ray, and no culture testing was performed. This report is 1 out of 4.